Manufacturer narrative:
Date of event: (B)(6). Date of report: 03sept2019. The manufacturer¿s field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective gas delivery system and base assembly to address the reported problem. The unit successfully passed the required performance verification test. A gas delivery system (gds) assembly was return for analysis. The gas delivery system assembly was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports failed system leak test. The device was not achieving required test pressure. There was no patient involvement.